Event description:
It has been reported to philips that geometry was restarting itself during procedures. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the clea extension board as well as the mvr high power board which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for a coronary diagnosis. The procedure was delayed for 2 to 3 minutes and was completed using the same system after geometry restart. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The log file analysis identified that geometry connection was lost due to restart of the embedded part of geometry. Troubleshooting conducted by the fse identified that potentiometer measurement was incorrect during c-arc movement. The fse replaced the clea extension board and mvr high power board for resolving the issue. However, the issue recurred, and the potentiometer was replaced. After this repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the geometry restarted itself after a couple of minutes and the procedure was completed using the same system, therefore this complaint has been re-evaluated as not reportable. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.